Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (thrombosis/occlusion, dissection), (unknown cause of thrombosis or dissection) evaluation, conclusion: (unknown cause of thrombosis or dissection).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was not reported it was reported that a recent CT revealed that the right iliac limb was occluded due to the femoral artery dissection. The physician elected to model the stent graft with a balloon, perform a thrombectomy and a right femoral endarterectomy. The blood flow was successfully restored. No clinical sequelae were reported and the patient is fine.